Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a vats pneumonectomy, air leak occurred from the staple line when leak test was performed before closing chest. The device was used on the bronchial tube at the 1st firing. Then, it was found that some deployed staples of the distal end were malformed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The device was discarded.